Event description:
It was reported that, after implant procedure, this electrode exhibited low shock impedances out of range. Boston scientific technical services (ts) recommended troubleshooting options, re scan and performing an x ray. At this time, this electrode remains in service. This device remains in service. No adverse patient effects were reported.